Manufacturer narrative:
Cook h30-c holmium laser, flexible ureteroscope and rigid ureteroscope. PMA/510k # k124030. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported during a flexible ureteroscopy and laser lithotripsy procedure they were using a cook single-use holmium laser fiber successfully on the patient. They switch from the rigid scope to the flexi scope and used the fiber successfully. They stopped using the laser and removed the fiber from the scope. They then went to pass a parachute basket down the scope and noticed a piece of fiber about 30 centimeters (cm) long had snapped off and was still in the scope. The broken piece of fiber was removed from the flexi scope. No adverse events have been reported as a result of the alleged malfunction.

Event description:
There has been no new information received since the last report was submitted.

Manufacturer narrative:
Investigation ¿ evaluation: a visual inspection and dimensional verification of the returned device was conducted. A document based investigation was also performed. This included a review of complaint history, the device history record, instructions for use, manufacturing instructions, specifications, and trends. One opened package labeled rpn hlf-s273-h30 with label lot number 8615332 was received. The fiber was returned separated into three segments. The length of the distal segment measured 53.7cm with 6mm of fiber optic extending from the blue hard polymer cladding. The optics at the point of separation appears broken. Under magnification no charring was observed at the point of separation. The length of the middle segment measures 63.2cm. Blue cladding at one point of separation appears twisted and pulled to separation where the fiber optic is broken. Cladding on the opposite end where the fiber optic is broken has a pinched appearance. Under magnification no charring was observed at either point of separation. The proximal segment including the plug measures 184cm long. Cladding on the point of separation has a twisted and pulled to separation appearance. The fiber optic is broken with approximately 5mm of cladding stretching beyond the edge of the fiber. No charring was visible at the point of separation. The total length of the returned fiber segments measures 300.9cm, indicating there were no missing pieces. This device is tested to assure the program has recognized the fiber and no failure codes are present. In addition, inspected to assure no breaks are present along the fiber length and the green output from the end of the fiber creates a well-defined circle. The device history record was reviewed. There were no non-conformances related to the reported failure. A search of complaint records revealed there has been one similar complaint associated with complaint lot number 8615332. The instructions for use (IFU) advises that a number of different factors affect the life of any particular fiber, including: extended lasing power. Continuous lasing with fiber tip in contact with tissue. Lasing with a contaminated or damaged proximal end. Improper handling. Poor laser beam alignment or focus. Never subject fiber optics to sharp bends in handling, use or storage. Always keep connector end dry and free from contaminates. Discard any fiberoptic assembly that is cracked or broken, or does not meet minimum transmission standards. Do not exceed power limits. Since the device was able to be used without issue until the scope was being swapped, it is likely the fracture(s) occurred during handling while changing the scopes. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Manufacturer narrative:
Corrected data: date of event.

Event description:
It was reported during a flexible ureterscopy and laser lithtripsy procedure they were using a cook single-use holmium laser fiber successfully on the patient. They switch from the rigid scope to the flexi scope and used the fiber successfully. They stopped using the laser and removed the fiber from the scope. They then went to pass a parachute basket down the scope and noticed a piece of fiber about 30 centimeters (cm) long had snapped off and was still in the scope. The broken piece of fiber was removed from the flexi scope. No adverse events have been reported as a result of the alleged malfunction.